Event description:
During cardiopulmonary bypass, the pump system displayed an indication that communication between one of the roller pumps and the central control monitor had been lost. Control of the roller pump, safety interconnections, and alert and warning messages remained available and fully functional by means of redundant systems. There were no consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.